Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the device was out of calibration on the left side. The comb and roller were both damaged and the test cut failed due to an incomplete mesh. The collars and bushings were replaced on both cutters. The 1.5:1 ratio cutter failed with an incomplete cut and was deemed non-repairable, and the 2:1 ratio cutter produced a passing test mesh. The 1.5:1 ratio cutter failed the test cut the last time it was in for repair as well and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it was unclear which cutter was being used by the customer when the event occurred. However, it was noted that the calibration was out on the left side, the comb and roller were both damaged, and the 1.5:1 ratio cutter did not pass the test mesh and was deemed non-repairable for the second time. It was unclear which cutter was being used by the customer when the event occurred. However, it was noted that the calibration was out on the left side, the comb and roller were both damaged, and the 1.5:1 ratio cutter did not pass the test mesh and was deemed non-repairable for the second time. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. However, not yet evaluated.

Event description:
It was reported that the device produced incomplete mesh on area closest to gears while meshing a donor skin graft during a cadaver lab.